Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats wedge resection. According to the reporter: stapler was closed, fired, and couldn't open the jaws. Used another stapler with another reload and fire right next to it. Completed wedge around the locked reload. Bigger wedge was taken than intended. No extension in or time. No blood loss. No reinforcement material used.

Manufacturer narrative:
(B)(4)